Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the serious adverse events of cardiac and fluid issues which warranted hospitalization. The etiology of the serious adverse events is currently unknown; therefore, causality cannot be established. It should be noted that limited clinical follow-up information precluded a more comprehensive investigation. However, there were no allegation(s) the patient¿s previous cardiac and fluid hospitalizations were the result of a fresenius device(s) and/or product(s) deficiency and/or malfunction. Esrd patients are frequently known to have extensive cardiovascular disease when they are initiating dialysis. Additionally, this risk is usually multifactorial in origin, representing multiple pathophysiologic factors. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturers¿ specifications in relation to the cardiac and fluid issues.

Event description:
On (B)(6) 2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was anxious due to previous hospitalizations due to ¿cardiac issues and fluid.¿ subsequent attempts to obtain additional clinical information (e.g., discharge summary, treatment records, hospital records, medication records) were unsuccessful.

Event description:
On 9/apr/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was anxious due to previous hospitalizations due to ¿cardiac issues and fluid.¿ subsequent attempts to obtain additional clinical information (e.g., discharge summary, treatment records, hospital records, medication records) were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.